Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted a baxter clinical services consultant to report an issue with one clearlink system y-type blood/soln set std blood filter set. According to the report, the customer stated that they are experiencing multiple upstream occlusion alarms, with no readily apparent cause. There was no indication of a patient injury or adverse event to be in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is known and the evaluation is ongoing. If additional information or samples become available, a follow-up report will be submitted.